Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "fse (B)(6) called and reported an overdelivery of the pump. They set the pump to deliver 1.7 ml/hr of fluid and stated that it delivered in 1 hour in excess of 5 ml, when personnel checked the settings of the program, the settings has been changed to 5.7 ml/hr. There is patient involved but reported no harm or any delay in the medications. Customer wanted to send the pump in for repair and ship back to the address above and ship attention (B)(6). Acknowledgement letter will be sent to customer once cmr number is available. Fnlim (B)(6) 2016. Pump treatment information:unk. Type of drug: unk. Delay in therapy: no. Need for medical intervention:no. Patient involvement: yes. Human harm: no."

Manufacturer narrative:
Distributor information: ICU medical, inc. Us service center san jose, ca 95138. Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The event was reported by a customer from USA: over delivery.